Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Although the device was not returned and a full evaluation could not be completed, a cine review was performed and concluded the images are consistent with a fractured stent. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent fractures from this lot. A cine of the procedure was received and reviewed by an abbott clinical specialist, confirming the fractured stent. The stent is positioned in a tortuosity that has excessive bending and straightening with systole and diastole. This suggests that the fracture may be due to metal fatigue. It should be noted that the reported patient effect of angina is a known observed and potential patient effect as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the patient had a 2.5 x 23 mm xience xpedition stent implanted in the left anterior descending artery (lad) on (B)(6) 2013. Due to unstable angina, the patient returned to the hospital on (B)(6) 2014. Under angiography, the implanted xience xpedition stent appeared to be fractured. No adverse patient sequela was reported. No intervention was reported. No additional information was provided.